Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced low blood glucose levels of 20 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The caller declined troubleshooting. The customer did not return the product back for analysis.